Event description:
The facility reports the customer is alone when he performs his transfers. The lift would not stop and resident got stuck at the end of the track. There was no function from the device. The resident called the police to get him out of the lift. No injures were reported. (B) (4)